Manufacturer narrative:
(B)(4). (B)(6). Unknown-unknown stem-unknown. Unknown-unknown cup-unknown. Unknown-unknown liner-unknown. Unknown-unknown head-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported patient underwent a revision of the g7 dm bearing for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.